Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was only assigned to 1 area. A technical support specialist informed the user to add their current location under areas to gain access to the station. The tss rechecked the system, confirmed that the user had been assigned to multiple areas, and verified that the issue was resolved. The system functioned as intended after the technical support specialist assisted the user in resolving the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the user had no option to pull medications from the station. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.